Event description:
The customer stated, that she was taken to the ER for high blood glucose levels. The customer changed the infusion set the day before hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.